Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73e1800201 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during ladg a clip was loaded to the jaws in broken condition and fell into the body. After retrieving it completely, the user attempted to load the remaining clips, but they were stuck in the applier and did not come out. The user removed them and tried to load again, but it failed. Another applier was used instead.